Manufacturer narrative:
Concomitant medical products: product ID: 9735585, serial/lot #: version: 3.0.2: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial biopsy procedure. It was reported that the system screen would display a localizer disconnected error for 10 seconds and then the camera would beep twice and then it went away. This happened again a couple minutes later then went away again. The was noted that the cables looked like they were properly seated. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Software logs were analyzed, but there was insufficient information to determine root cause. Previously reported codes (B)(4) are applicable, as is (B)(4). If information is provided in the future, a supplemental report will be issued.